Manufacturer narrative:
H3: one device was received for evaluation in used condition. Visual inspection noted there was no physical damage to the device. Review of the event history log did not find the reported error code 1821. However, error code 1821 was present during the power on self-test, therefore confirming the customer reported issue. The root cause was identified to be the motor revolution detection sensor and the gear motor, as the components were faulty and were replaced in order to address the issue. The device passed all testing following repairs.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product faulted with error code lec1821. The event occurred while patient use at the facility. There was no patient harm/adverse event reported.